Event description:
It was reported that when the patient presented for follow-up, an alert was observed for high, out of range pacing lead impedance. The impedance had been steadily increasing over the last year. An increase in capture threshold was also noted. The lead was explanted and replaced. There were no complications for the patient during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.